Event description:
A family member reported that during the prime step, the ok button stuck and continued to prime additional insulin. The family member confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).